Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 was failed. A field service engineer identified that the drawer controller board had failed, attempted recovery, but the system remained unresponsive on the recovery screen, replaced the drawer controller board, after which the customer successfully inventoried medications from the drawer, following the repair and system reboot, this issue was resolved, and customer was able to complete inventory without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure occurred with main drawer 2. Recovery of the storage space was attempted but the drawer continued to fail. A device reboot was performed; however, the issue persisted and the drawer remained in a failed state. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.